Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5019919/5061455. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 21891474.

Event description:
It was reported that the patient experienced inadequate stim relief despite of reprogramming attempts. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The devices will not be returned.